Manufacturer narrative:
Alleged failure: a piece of metal came off probable root cause: thermal destruction of epoxy. Improper/third party repair. Improper epoxy/curing process. Laser welding failure. Use error. User abuse. Contact with instrument. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that a piece of the burr broke. The case was delayed and the procedure was completed successfully. It was reported that a piece of metal came off and was left inside the patient. Procedure was completed successfully. Rep believes a piece of metal came off and there may be a piece of the scope left in the patient.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that a piece of the burr broke. The case was delayed and the procedure was completed successfully. It was reported that a piece of metal came off and was left inside the patient. Procedure was completed successfully. Rep believes a piece of metal came off and there may be a piece of the scope left in the patient.